Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected failed battery test or battery out limit alarm noted. Device received with scratched display window, cracked batter tube threads and corroded battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a blank display and failed battery alarms. The blood glucose at the time of the incident was 106 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.